Event description:
No additional data available. Customer complaint: attached is the heating pad recalled. My husband got off amazon for me. This thing burned my skin and then just started flashing and won't work.